Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan to report the onetouch ultra meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date ¿five months ago¿ the patient noted the reported meter would not power on; he was unable to obtain a blood glucose reading. The patient manages his diabetes with oral medication, diet and exercise. Within two days, the patient experienced the symptoms of tiredness, sleepiness and sweating. The patient was transported to the emergency room, where he received treatment with a glucagon injection. Troubleshooting revealed the patient had not replaced the meter¿s battery as recommended by the manufacturer. The issue was not resolved, as the patient did not have a new, replacement battery available. The meter was replaced. The patient¿s technique was incorrect by not replacing the meter¿s battery as recommended. There was no evidence the meter was not functioning appropriately. However, as the patient suffered symptoms suggesting severe hypoglycemia and received emergency medical attention and treatment while attempting to use the reported meter, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).